Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. Analysis revealed that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism, there was also apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high thresholds and no capture approximately two weeks post implant. Device was reprogrammed to maintain capture. It was further reported that thresholds remained high approximately two weeks after reprogramming. A lead revision was scheduled and during the procedure, the helix of the lead would not extend. The lead was explanted and replaced. No patient complications were reported as a result of this event.